Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a dietary surgical procedure it was observed that the attachment device did not keep the blade secure and the pieces would not stay interlocked during the procedure. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. The procedure was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device does not keep the blade secure and the pieces will not stay interlocked was confirmed. An assessment was performed and it was observed that the device locking mechanism was damaged; the device failed the saw blade coupling check, and failed the steel housing check. During repair it was observed that the locking mechanism was completely dismantled, the push button was loosened off the screw set, and the compression spring was missing. The assignable root cause of these conditions was determined to be due wear from normal use and servicing. The condition of the failed steel housing check has been escalated to a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.